Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occured on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient reported that the sensor wire is located at the abdomen. No additional event or patient information is available.